Manufacturer narrative:
Lead model 3387s-40, lot# v427152, implanted: (B)(6) 2010, explanted: unknown, extension model 7482a51, (B)(4), implanted: (B)(6) 2010, explanted: unknown.

Event description:
It was reported that while stimulation was turned on the patient began to experience a series of symptoms unrelated to her disease, including an inability to open her eyes, stiffness in her right arm, and tightening of her face. When stimulation was turned off the symptoms resolved. Impedances of over 2,000 ohms were seen on all unipolar pairs and the patient received no benefit from the programming. X-rays indicated a clear break in the extension and the lead-extension connection had migrated downward. Battery voltage was around 3.7 volts. The patient's symptoms did not return during therapy titration, and the hcp was considering changing out the ins and lead along with the extension to gain more programming options. The manufacturer's device registry tracking system showed that the implantable neurostimulator was explanted and the lead and extension were inactivated. It did not appear that the devices were replaced. Additional information has been requested, but was not available as of the date of this report.